Manufacturer narrative:
The insulin pump was received with a detached end cap noted and missing segments or partial display due to moisture damage on all the electronic assemblies. Unable to perform pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurements due to display anomaly also, unable to verify prime fill anomalies, off no power anomalies or blank display anomalies due to display anomaly. No loose drive support cap. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer stated that the battery cap was protruded. The customer's blood glucose level was 192 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.